Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that while priming the tubing the insulin flow block was occur. Customer's blood glucose level was unknown. Customer reported that after changing the reservoir, priming was smooth and normal. The reservoir will not be returned for analysis.